Event description:
It was reported that the pt was in the physician's office and diagnostics showed high lead impedance. The device was not disabled, but the patient will be referred for revision surgery. Per the physician, the patient did not recall any trauma to the site and has had a good response to the vns.